Event description:
Facility has utilized medisense precision pcx strips for point of care glucose testing for many years. Nicu was plagued with requests from the term nurseries, and labor and delivery to retest infant's blood sugars using our I-stat device. The I-stat results were almost always significantly higher than the pcx readings. A few months ago we began using medisense precision pcx plus strips (aka: gold strips). The result was approximately a 75% drop in the number of I-stat tests being done in the nicu.